Manufacturer narrative:
(B)(6). Concomitant products: unknown agc femoral component, cat#: unknown lot#: unknown; unknown agc tibial tray, cat#: unknown lot#: unknown; unknown femoral stem, cat#: unknown lot#: unknown; unknown tibial stem, cat#: unknown lot#: unknown. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under PMA number k080528. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [not returned by patient]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised, fifteen years after initial implantation, to address bearing wear. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.